Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi) and expired. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. The target lesion was a de novo and bifurcated lesion located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 16 mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x20mm promus element plus stent using provisional t-stenting technique, with 0% residual stenosis following post-dilation. During the procedure, plaque shift into the diagonal branch was noted, which was treated with balloon angioplasty. Simultaneously, a non-target lesion located in the 1st diagonal branch was also treated with angioplasty. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with inferior and lateral st-elevation mi and was hospitalized. Cardiac enzyme values were elevated. 99% stenosis was noted in the distal lad, which was treated with percutaneous coronary interventions with 0% residual stenosis. Ten days later, the patient expired due to the st-elevation mi.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).